Event description:
A malfunction on the pump was reported by the caller, identified by malfunction code 12, but no notable events occurred prior to it. The customer's blood glucose level was recorded at 338 mg/dl, which indicates there was no adverse impact. Technical support assisted the caller in resetting the pump and provided instructions, after which the malfunction did not recur. Customer was informed to use the pump and to contact support again if the issue happens again, which they acknowledged and understood.